Event description:
A u.s. Distributor contacted zoll to report that a pt passed away while waring the lifevest. The pt was reportedly laying unconscious on the floor with the lifevest alarming to 'start CPR and call 911'.

Manufacturer narrative:
Device evaluation of monitor sn (B)(4) was completed. The reported problem (patient death) was investigated. As received, the monitor was fully functional and able to detect and treat. Electrode belt sn (B)(4) has not yet been returned to zoll. Review of the data does not indicate any device malfunction. Review of the event reveals that the initial life-threatening rhythm was asystole. The pt experienced two inappropriate defibrillations during asystole. Oversensing of small artifact contributed to the false detections. Electrode belt (B)(4): 08/2013.